Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed calibration error and bad sensor. Customer's blood glucose was 1661 to 400 mg/dl at the time of incident. Customer declined to troubleshoot and requested replacement sensors. Customer was advised to monitor the issue and call back if necessary. No further details given.